Event description:
Complainant reported that after the vbt procedure, the catheter was disconnected and discarded. At that time, the dose calibration was done and a significant decrease was noticed. The sources were no longer contained within a closed system. One radioactive seed was found on the floor and the others were found in the bail out box. All radioactive sources were positively accounted for and placed in the seed cup container. No adverse patient or user event was reported.